Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. The customer reported that the insulin pump had a blank display and was beeping after battery change. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer stated that the battery cap was not missing or damaged. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a constant tone, scramble display frozen screen due to faulty component on the mother board. No blank display noted. Unable to verify button error, button keypad anomaly or blank display due to constant tone, frozen screen and scrambled display. The insulin pump had cracked case at the display window corner and minor scratched display window.